Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial under-sensing was noted and cardiac compass showed invalid data. The right atrial (ra) lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.